Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 152 mg/dl on their blood glucose meter. The consumer administered 18 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. It was several hours later in the day when the emts were called, and when they arrived, they tested the consumer on their unknown brand of blood glucose meter getting a result of 29 mg/dl. The consumer was treated with glucose at home. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.